Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to fluid loss. The ipp did not contain any fluid, and the source of the fluid loss could not be identified. The ipp was explanted and replaced with a new one as a result. No patient complications were reported during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.